Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Based on the follow-up with the health-care provider the explant was due to stenosis and insufficiency and not related to any device malfunction. An operative report was provided on (B)(6) 2012. Per the operative report clinical note, the patient is a (B)(6) with a history of truncus arteriosus type 2 and digeorge syndrome. Recent echocardiogram done in (B)(6) 2011, showed valvar pulmonary stenosis with a peak velocity of 3.6 meters per second, free pulmonary insufficiency and hypertrophied right ventricle. Per the operative report procedure, the previously placed 23mm (subject) valve was excised and removed. A 25mm pericardial valve was placed in orthotopic position. The patient was weaned off cardiopulmonary bypass without difficulty. The patient tolerated the procedure well and is in stable condition after the procedure. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The type and cause of insufficiency regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, per the health-care provider the explant was not related to any device malfunction. No further actions are possible with the available information.

Manufacturer narrative:
Eval code = device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the limited information provided.